Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed proper device operation through functional and performance testing. Physio-control also evaluated the modem that was used with the device at the time of the reported event. It was observed that the modem caused the device to power off. Physio-control determined that the cause of the reported issue was due to a failure of the modem connector.the device was put back into use, and the customer was advised to purchase a new modem.

Event description:
The customer contacted physio-control to report that their loaner device had suddenly powered off while monitoring a patient. There was patient use associated with the reported event however, there was no adverse patient outcome reported.